Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the final deployment of the transcatheter heart valve, the valve dislodged backwards into the descending aorta. Severe leaflet calcification and the presence of a bicuspid valve were identified as possible contributing factors. Additional information was received that a pre-balloon dilation was performed with a 18mm non-medtronic balloon. A second valve was implanted and post-dilated with a 23mm non-medtronic balloon. Additional information was received to report the second valve was implanted immediately after the first valve dislodged. Following implant of the second valve, an unknown severity of paravalvular leak was observed along with a gradient of 25mm hg. Subsequently, a post-implant balloon dilation was performed using a 23mm non-medtronic (outflow) balloon and the gradient reduced to 11mm hg. Additional information was received to report the gradients previously noted were peak gradients.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: other medical products in use during the event include: medtronic brand name: evolut pro plus valve; medtronic product ID: evproplus-29; serial #: (B)(6); product type: 0195-heart valves; ubd: 2026-11-25; implant date: (B)(6) 2025 - inactive non-medtronic brand name: 18mm outflow balloon (manufacturer unknown); lot #: unknown; ubd: unknown; implant date: non-implantable non-medtronic brand name: 23mm outflow balloon (manufacturer unknown); lot #: unknown; ubd: unknown; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the final deployment of the transcatheter heart valve, the valve dislodged backwards into the descending aorta. Severe leaflet calcification and the presence of a bicuspid valve were identified as possible contributing factors. Additional information was received that a pre-balloon dilation was performed with a 18mm non-medtronic balloon. A second valve was implanted and post-dilated with a 23mm non-medtronic balloon. Additional information was received to report the second valve was implanted immediately after the first valve dislodged. Following implant of the second valve, an unknown severity of paravalvular leak was observed along with a gradient of 25mm hg. Subsequently, a post-implant balloon dilation was performed using a 23mm non-medtronic (outflow) balloon and the gradient reduced to 11mm hg.